Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed cracks on the pins of the ultrasonic sensor's tail. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by the cracks on the ultrasonic sensor's tail pins. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.